Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported events of dislodgement and failure to capture were not confirmed. Visual, electrical, and longevity testing was normal and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the leadless pacemaker exhibited failure to capture. An x-ray was performed and indicated the device had dislodged in the right ventricle below the tricuspid valve. The physician explanted and replaced the device. The patient was in stable condition.